Manufacturer narrative:
Follow-up #1: date of submission 8/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings:no defect found. Unable to duplicate the complaint. No evidence of a load step malfunction observed in the black box data. A rewind, load and prime sequence were performed successfully with no issues. A cartridge with approximately 100u was filled and recognized correctly by the piston rod. Force sensor is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump was priming tubing during the load step and that the patient experienced blood glucose levels as low as 40 mg/dl with symptoms of confusion and cognitive impairment. Patient was treated in the emergency with IV fluids. This complaint is being reported as the patient experienced hypoglycemia related to the pump priming during the load step.